Event description:
It was reported that; on (B)(6) 2016, surgery was performed for spinal deformity due to parkinson's disease. T5 - iliac were fixed and the rod connectors were used for iliac. After that, the rod connectors broke and the rod perforated the skin. The revision surgery was performed on (B)(6) 2016. Exchange and adding of iliac screw has done. The blocker which inserted the right iliac screw was loose

Manufacturer narrative:
Method: visual inspection; material analysis; device history review; complaint history review; risk assessment; results: the device was inspected and sent for a material analysis and it was confirmed that the connector experienced a fatigue fracture. The IFU states the following: the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Conclusion: the most likely cause of the fracture is a fatigue of the device due to loads produced by the body on the implant.

Event description:
It was reported that; on (B)(6) 2016, surgery was performed for spinal deformity due to parkinson's disease. T5 - iliac were fixed and the rod connectors were used for iliac. After that, the rod connectors broke and the rod perforated the skin. The revision surgery was performed on (B)(6) 2016. Exchange and adding of iliac screw has done. The blocker which inserted the right iliac screw was loose